Event description:
Discrepant flu test results on 3 different dates over a 1 year period, using quidel sophia flu test for type a and b. Called quidel tech support and told them about this and they said they don't have any data on interfering substances or organisms, other than flu mist. Patient did not take flu mist. Reference lab offered to do a pcr test to compare.